Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pfa procedure, the sheath was positioned in the left atrium and after inserting the non-abbott catheter (farapulse by boston scientific) into the sheath, air bubbles could be seen being drawn back into the flush lumen. The sheath was exchanged which resolved the issue and the procedure was completed with no adverse consequences to the patient.